Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of being hospitalized for a car accident and hypoglycemia. However, customer did not want to troubleshoot and indicated they would call back with further information. Customer's blood glucose level was 122mg/dl at the time of the call and had previously experienced low blood glucose.